Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0063909. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue.

Event description:
It was reported that contrast agent leaked from the bd intima ii¿ IV catheter prn adapter when the indwelling needle ruptured during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "patient was performed on siemens dual source CT at 15:11 pm on (B)(6) 2021, with enhanced CT examination on patient's chest, injection of contrast agent, due to y type closed vein indwelling needle rupture, the contrast agent overflow, resulting in failure of examination. After timely explanation and communication with the patient, the needle was re-inserted and replaced with a single-channel indwelling needle, and the re-examination was successful. The second injection and the second scan inadvertently increased the radiation dose and contrast agent intake for the patient".